Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that in (B)(6) 2018 on the mricu unit, the user removed the tubing from the triple lumen catheter and a piece of the tubing broke and remained in the catheter. The tubing had been attached directly to the catheter without a needleless connector. No patient harm was reported.